Event description:
According to the reporter: after using the device the tip could not be found. One hour was taken to locate and remove the tip on a small bowel. No tissue damage or pt bleeding was noted. The pt is fine and no further complication was reported.